Manufacturer narrative:
Continuation of d11: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that in order to resolve the issue about the controller not finding the ins, the battery was taken out , moved around and reconnected. The patient reported that after the revision was done, they contacted the rep that had the reprogramming done.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for non-malignant pain. It was reported that the recharger (rtm) shows that it was charging the ins but does not show quality and the ins battery does not increment. It was reported that the controller will not find the ins unless the rtm was plugged in. The patient reported that they had an ins revision and the ins was moved to a different implant location. The patient reported that they have been having ¿problem¿ since they had the ins revision. When asked if the they have had any recent medical test or emi environmental exposure, the patient said yes. The patient reported that they have left it on charging for over an hour and the battery does not increment. During the report, the patient reported that they were charging, and the controller was showing "charging issue - unable to charge. The patient reported that there was a warning message ¿discontinue charge and call mdt¿. The patient reported that they have removed the battery pack and did a reset multiple times and the issue has not been resolved.